Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports. Other mfg report number: 3013886523-2022-00165. A facility reported a neurosurgeon connected the cable and zeroed the sensor. The zero was carried out and after that, the monitor gave the message that either the sensor of the cable were broken. The sensor and the cable were replaced; however, the error message persisted. Medical staff decided not to treat the patient anymore. The event led to 30 minutes surgical delay and no patient injury was reported (patient stable). The patient is a (B)(6) year-old male who had brain injury due to suicide attempt (weapon injury).

Manufacturer narrative:
The cerelink icp monitor was returned for evaluation and the unit passed all testing; however, a corrective and preventive action (CAPA) was opened to investigate the failure mode "out of range reading". The root cause investigation will be captured and communicated under that action.

Event description:
N/a.